Event description:
A customer reported he received a reading on his adc meter that was lower in comparison to a reading from a competitor brand meter, and that he experienced an injury related to this issue. The customer reported that at 12:00pm on (B)(6) 2012 he obtained a reading of 70 mg/dl on his adc meter, and "believed it was wrong." He then tested on his mother's competitor brand meter and received a reading of 90 mg/dl, also at 12:00pm. The customer reported "he stood up to go to his bedroom, and fell on the floor, receiving a gash on his head with bleeding." The customer further reported that he lost consciousness "for a few minutes". No third-party medical intervention was reported. The customer self-treated by "put ointment on the gash", and "ate a peanut butter sandwich." There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.